Event description:
Information received by medtronic the indicated that battery failed alarm was recurring. Customer stated that they received post preset ram crc alarm. Contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.